Event description:
Account rpeorts that the septum is "coming out" of the injection site below the pump. States these sets are being used on pediatric pts. And air is getting into the tubing. They state this poses a great risk to the children. Account uses the 6200 pump and some colleague pumps. States there has been no medical intervention needed as yet because the rns are at the bedside. But the staff is fearful that there will be bad consequences.